Event description:
Per the clinic, the patient experienced no sound since a week post activation with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.